Manufacturer narrative:
Product was not returned to the manufacturer. No visual examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting the device into disc space. However this hypothesis cannot be validated without a product examination and according to the available information. Regarding the information available, the root cause of the event cannot be determined. The investigation found no evidence to indicate a device issue. If additional information that add value to this investigation were received or that have an impact on the conclusion of this case another report will be sent. Unknown by surgeon, not returned.

Event description:
Roi : broken cage. Provided information initially received : "broken cage". Additional information was provided by surgeon after a phone call on april, 23th 2018 : the cage broken during insertion, when he impacted the cage. He has encountered no resistance during insertion, there was no angle during insertion. Cage was correctly assembled on implant-holder. There was no play between implant holder and cage. No patient impact or delayed surgery reported. Surgeon don't know where is the implant and has no image to provide. No impact on patient. New device was implanted without further issue.